Event description:
Clinical study. It was reported that after a carotid artery stenting procedure, the pt experienced in-stent restenosis. The target lesion was located in the bifurcation of the right common carotid with 80% stenosis and was 10mm long with a reference vessel diameter of 5mm. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30mm nexstent. Following post-dilatation the residual stenosis was 0%. The nih stroke scale performed on the next day was 0. The pt was discharged the day after the procedure. The pt was seen for a 12-month f/u visit and the nih stroke scaled performed at the time was 0. Per the ultrasound done at that time, the f/u noted a 50% target lesion stenosis. No treatment was performed at this time and the event is considered resolved without residual effects.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.